Event description:
Reportedly, during testing, the touch screen did not work when the vent was turned on. The screen was reported to be frozen and upon restarting the unit, this issue was not duplicated by the distributor. There was no pt involvement reported.